Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: there was "a problem with gel migration in the green tubes and once on dry tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. One photo was provided, however, the photo was for pr 5348609 for the same defect on a different material #. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.